Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closure of the vaginal cuff on a total laparoscopic hysterectomy, the blade of the dissector broke off on the metal uterine manipulator during colpotomy and fell off to cavity but picked up by the grasper and removed through the port site. Additionally, the needle dropped out of the stitching device when being passed through thick vaginal tissue. A new device was opened to complete the case. There was no patient injury.